Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 900 mg/dl with ketones. Elevated bg was attempted to be addressed by a manual insulin injection. On (B)(6) 2026, the customer¿s parent drove them to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on the same day.